Event description:
Home pt (hp) reports incomplete prime with pt line of homechoice set. Baxter technician assissted hp in repriming line and completing treatment for evening. No pt injury or medical intervention reported by hp.